Event description:
Lap rygb procedure. Pcs21 dlu was attached to flexshaft ii and calibrated in position in the esophagus close to the gastric pouch. The dlu had difficulty getting into firing range but eventually did after 5 minutes. Pc read "firing cycle complete." Dlu appeared stuck and the anvil would not slip through the anastomosis. It was then decided to open the dlu completely, detach the anvil in the jejunum and remove it from the side wall of the abdomen. The center trocar wire then retracted into the dlu and removed via the mouth. Physical inspection of the dlu showed that the cut ring in the anvil was not cut. Knife imprint was also not centered in the anvil. Leak test was performed and did not reveal a leak.

Manufacturer narrative:
Results and conclusions: during analysis, it was discovered that a suture was tied to the anvil stem, obstructing the proper latching of the anvil. See scanned pages.